Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 413 mg/dl. The customer treated high blood glucose with insulin pen. The customer reported that insulin pump had blank display. Customer also reported that display returned after restart. Customer was assisted with troubleshooting for auto mode readiness. It was unknown that insulin pump was on auto mode or not at the time of incident. Insulin pump had multiple insulin pump error alarms. The insulin pump will not be returned for analysis.